Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was suspending. They found a period of time where the insulin pump suspended without any input from the user and there was not a threshold suspend. They were unable to determine the reason of the insulin suspend. The customer¿s blood glucose level was 123 mg/dl. The device will not be returned for analysis.